Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the eves eus ultrasound bronchofibervideoscope angulation becomes locked-cannot disengage. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. Due to damage on the bending tube, the bending section cannot be controlled at all. Additional evaluation findings were as follows: due to a dent on distal end, water tightness is lost, the image guide bundle has significant breakages, the image guide bundle has a stain, the distal end has a dent, the bending tube was damaged, and due to damage on bending tube, the joint section between bending tube and distal end is not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.